Event description:
Customer reported she was priming and noticed the drive support cap, the whole end, was coming off. Customer stated she might have dropped the device. Customer blood glucose was 174 mg/dl, which they have been high the past 24 hours but it wasn't due to the insulin pump. The drive support cap and the bottom piece were falling off. Customer was unsure how damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches to the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked end cap. The drive support disk was inspected and no anomaly was noted.